Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and determined that the device ran while the safety is engaged. Therefore, the reported condition was confirmed. During repair, it was observed that in the locking mechanism the locking cylinder and pawl release was power broken which is indicative of improperly using the disconnect sleeve while the motor was in use. Also the connector body was loose. The assignable root cause was due to component damage caused by user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the motor device had an unspecified malfunction. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no injuries or medical intervention reported. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.